Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
During the index procedure one resolute onyx des was implanted in the lcx. Approximately 33 months post index procedure the patient suffered from non st elevation mi. It was reported that the target vessel was not involved. Angiography showed that the stent in the lcx was patent but the stent in the mid lad was occluded. The patient was treated with medication. The patient recovered. The investigator reported that the event is not related to the index device or anti platelet medication. Cec adjudicated the event as non q-wave mi (vessel unknown) mdt extended historical spontaneous.